Event description:
It was reported that the paramedics were called and customer was hospitalized due to high blood glucose. The blood glucose reading at the time of hospitalization was 700mg/dl. Caller stated that the customer had pneumonia and high blood glucose prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement test, rewind basic occlusion, occlusion, prime/a33 and excessive no delivery test